Event description:
Procedure type: lobectomy. According to the reporter: at first squeeze of fourth firing on lobe bronchus, a strange noise like the handle breaking was noted and firing stopped. When the jaws were opened, the surgeon noticed the staples were not formed properly. Using new stapler, the procedure was completed. There was oozing. Operating time not extended by more than 30 minutes. There was no additional blood loss reported over 500cc. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).